Event description:
It was reported that the right ventricular lead for this implantable cardioverter defibrillator (ICD) exhibited noise. This device was explanted and successfully replaced. It is unknown if the device will be returned for analysis. No additional adverse patient effects were reported. Additional information was received, the defibrillator function was disabled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.